Event description:
Consumer complaint of partial characters. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Test strip lot manufacturer's expiration date is 02/22/2017 and open vial date is the week of (B)(6) 2015. Qc investigation of returned meter found partial characters displayed. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned product shows some lcd characters missing, which may cause incorrect interpretation of meter results. Most likely underlying root cause of malfunction: meter dropped/impacted/stressed enough to break lcd.